Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2017, due to feeling severely unwell, the patient was urgently transported to the hospital by ambulance. ECG showed that the patient was having bradycardia with the heart rate somewhere between 30 and 40 bpm, and it was considered that ventricular pacing failure was occurring. According to the hospital, the following were observed after interrogation of the reply 200 dr: - when the egm and markers were checked on the egm tab in the tests egm screen, it was noticed that there were cycles where ventricular pacing (vp) was not tracking atrial sensing (as) events, leading to prolonged rr intervals. - after the av delay was reprogrammed from 250 ms to 220 ms, pacing pulses started capturing the ventricle. - there were no abnormalities in the measured threshold, p/r-wave amplitude, or lead impedance values. Although the reply 200 dr reportedly seemed to be operating properly, it was suspected that the aforementioned abnormal observations were related to a failure of the pacemaker; thus, the patient was hospitalized and a pacemaker replacement procedure was scheduled. On (B)(6) 2017, the scheduled replacement procedure was performed. Before the procedure, a pacemaker check showed the following: - the programmed ventricular output was 2.5 v and there was no occurrence of ventricular pacing failure. The normal lead measurements were obtained: - no abnormalities were observed when the pacing and sensing behavior was checked on egm while the rate setting was changed. - on x-ray, the connector pin of each lead was protruding from the distal connector block. During the procedure, before each set-screw of the pacemaker was loosened, a lead pull test confirmed that each lead would not be disconnected from the port. - each lead was tested by a pacing system analyzer; no noise was observed and there were no abnormalities in the lead measurements. Although no abnormalities were observed as described above, the use of the device was discontinued. As a new pacemaker, the reply 200 dr (sn: (B)(4)) was connected to the existing atrial and ventricular leads. After the device replacement, the explanted device was returned for analysis.

Manufacturer narrative:
Preliminary analysis showed that the device works normally without any problem. Possible root-causes that can explains the reported event would be insufficient tightening lead contact on v channel or parameters programmation.

Event description:
Reportedly, on (B)(6) 2017, due to feeling severely unwell, the patient was urgently transported to the hospital by ambulance. ECG showed that the patient was having bradycardia with the heart rate somewhere between 30 and 40 bpm, and it was considered that ventricular pacing failure was occurring. According to the hospital, the following were observed after interrogation of the reply 200 dr: when the egm and markers were checked on the egm tab in the tests egm screen, it was noticed that there were cycles where ventricular pacing (vp) was not tracking atrial sensing (as) events, leading to prolonged rr intervals. After the av delay was reprogrammed from 250 ms to 220 ms, pacing pulses started capturing the ventricle. There were no abnormalities in the measured threshold, p/r-wave amplitude, or lead impedance values. Although the reply 200 dr reportedly seemed to be operating properly, it was suspected that the aforementioned abnormal observations were related to a failure of the pacemaker; thus, the patient was hospitalized and a pacemaker replacement procedure was scheduled. On (B)(6) 2017, the scheduled replacement procedure was performed. Before the procedure, a pacemaker check showed the following: the programmed ventricular output was 2.5 v and there was no occurrence of ventricular pacing failure. The normal lead measurements were obtained: no abnormalities were observed when the pacing and sensing behavior was checked on egm while the rate setting was changed. On x-ray, the connector pin of each lead was protruding from the distal connector block. During the procedure, before each set-screw of the pacemaker was loosened, a lead pull test confirmed that each lead would not be disconnected from the port. Each lead was tested by a pacing system analyzer; no noise was observed and there were no abnormalities in the lead measurements. Although no abnormalities were observed as described above, the use of the device was discontinued. As a new pacemaker, the reply 200 dr (sn: (B)(4)) was connected to the existing atrial and ventricular leads. After the device replacement, the explanted device was returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, on (B)(6) 2017, due to feeling severely unwell, the patient was urgently transported to the hospital by ambulance. ECG showed that the patient was having bradycardia with the heart rate somewhere between 30 and 40 bpm, and it was considered that ventricular pacing failure was occurring. According to the hospital, the following were observed after interrogation of the reply 200 dr: when the egm and markers were checked on the egm tab in the tests egm screen, it was noticed that there were cycles where ventricular pacing (vp) was not tracking atrial sensing (as) events, leading to prolonged rr intervals. After the av delay was reprogrammed from 250 ms to 220 ms, pacing pulses started capturing the ventricle. There were no abnormalities in the measured threshold, p/r-wave amplitude, or lead impedance values. Although the reply 200 dr reportedly seemed to be operating properly, it was suspected that the aforementioned abnormal observations were related to a failure of the pacemaker; thus, the patient was hospitalized and a pacemaker replacement procedure was scheduled. On (B)(6) 2017, the scheduled replacement procedure was performed. Before the procedure, a pacemaker check showed the following: the programmed ventricular output was 2.5 v and there was no occurrence of ventricular pacing failure. The normal lead measurements were obtained: no abnormalities were observed when the pacing and sensing behavior was checked on egm while the rate setting was changed. On x-ray, the connector pin of each lead was protruding from the distal connector block. During the procedure, before each set-screw of the pacemaker was loosened, a lead pull test confirmed that each lead would not be disconnected from the port. Each lead was tested by a pacing system analyzer; no noise was observed and there were no abnormalities in the lead measurements. Although no abnormalities were observed as described above, the use of the device was discontinued. As a new pacemaker, the reply 200 dr (sn: (B)(4)) was connected to the existing atrial and ventricular leads. After the device replacement, the explanted device was returned for analysis.